Event description:
It was reported that a connector on the device would not twist into place despite correct insertion at the 9 o¿clock position, while a new connector from the customer¿s supply attached successfully, indicating a fitting problem with the connector/coupler; a goodwill replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Customer care provided support that included remote troubleshooting with the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.